Manufacturer narrative:
Hemiparesis is a known side effect listed in the information for prescribers. The investigation of this incident has not yet been completed and this report will be updated following a finalized investigation. Note: insightec has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable.

Event description:
Several hours following focused ultrasound treatment on the left side to treat right sided essential tremor, the patient experienced hemiparesis. The post-operative imaging showed edema. At the one-week follow up visit, the hemiparesis remained but showed improvement. The patient was referred to physical therapy for rehabilitation.

Manufacturer narrative:
Hemiparesis is a known side effect listed in the information for prescribers. No device malfunction detected. Treatment parameters were in line with typical range. These side effects may be related to edema that may have evolved into the internal capsule and is a known risk following focused ultrasound treatment. The patient showed improvement over two weeks following the treatment and was consistent with the expected course of early edema resolution. Note: insightec has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable.

Event description:
Several hours following focused ultrasound treatment on the left side to treat right sided essential tremor, the patient experienced hemiparesis. The post-operative imaging showed edema. Two weeks later, the hemiparesis remained, but showed improvement. The patient was referred to physical therapy for rehabilitation.